Event description:
It is reported that an 8 mm stem was implanted, which did not achieve proximal or distal fixation. A 9 mm stem was implanted, but since it hung 2.5 cm proud, it was also removed. Another 9 mm stem was successfully implanted to a fully seated position. Surgery was delayed by 15-20 minutes.

Manufacturer narrative:
(B) (4). Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. The exact cause cannot be determined with certainty. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.